Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitor intermittently blinks as if reconfiguring from attaching a parameter in the middle of a procedure. This is happening across several devices between 7-10 am on 2/19/2025. There was no patient injury reported. Biomed sent in logs, pictures, and videos of the issue for further investigation by nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the g9 monitor: bedside monitor (bsm): model #:bsm-1753 serial #: (B)(6) device manufacturer data: 04/06/2022 unique device identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the g9 monitor intermittently blinks as if reconfiguring from attaching a parameter in the middle of a procedure. This is happening across several devices between 7-10 am on 2/19/2025. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitor would intermittently blink as if reconfiguring when a different parameter is added in the middle of a procedure. This was happening across several devices between 7:00am to 10am on (B)(6) 2025. There was no patient injury reported. Investigation summary: nkc (nihon kohden corporate) confirmed that the reported incident stemmed from software issues and user errors, due to software incompatibility and incorrect settings. Nkc analyzed the logs and videos. In nkc's investigation, they found that the cause was derived from the bedside monitor's software. The operation timing of the data analysis (high) task and the arrhythmia analysis task did not match. Therefore, an incorrect value in the software was set for the number of ECG electrodes once per second, which when induced caused the waveforms to be redrawn. The affected software version ranges from ver. 01-46 and lower. The customer was advised to update the software to ver. 01-48 or higher to resolve the issue. Nihon kohden (nk) technical support (ts) and onsite technical support account manager (tsam) provided technical support and education to the customer, resolving the issue. The tsam confirmed the software upgrade was in process and the settings were updated as needed to resolve the issue. Per the tsam, no further issues related to this incident have been reported to date. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor: bedside monitor (bsm): model #: bsm-1753, serial #: (B)(6), device manufacturer data: 04/06/2022, unique device identifier (UDI) #: (B)(4), returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the g9 monitor would intermittently blink as if reconfiguring when a different parameter is added in the middle of a procedure. This was happening across several devices between 7:00 am to 10 am on (B)(6) 2025. There was no patient injury reported.